Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code relating to the internal battery not charging was found in the device's error log. The device's power management board was replaced to address the issue. Additionally, the exhaust fan assembly, 43 micron filter, and pollen filter were replaced preventively. Repair test, alarm check, battery check, run in tests and cleaning were performed. The unit operated properly.